Event description:
At about 6 years 5 months from the primary, the patient came in reporting anterior knee pain and the cause is unknown. The surgeon resurfaced the patient&rsquos native patella and swapped the 10mm poly with a 12mm poly. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16 december 2025. Gmk-sphere 02.12.0510fr gmk-sphere tibial insert - flex s5r - 10 mm (k121416) lot 1811502: 100 items manufactured and released on 22-mar-2019. Expiration date: 05-mar-2024. No anomalies found related to the problem. To date, 100 items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability, and resurfaced the patient's natural patella, which is a common practice in case of not patella resurfacing during primary surgery. There is no indication that any potential issue with the device may have caused or contributed to the event.